Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, staff noted the pump looked a little deep on the fluoroscopy and was pulled back. The impella sprung back and buried the pigtail into the papillary muscle. The doctor attempted to push the pump forward and the pump buckled. The pump was removed, rewired, and reinserted into optimal position without difficulty. Additionally, it was reported that there was a placement signal low alarm. An echocardiogram was called for to check the position and the impella was pulled back 3 cm to the 80 cm marking. The patient was given diuretics and one unit of blood. They were getting suction alarms above p7. Lastly, the staff noted the patient lost all pulsatility twice during a stent procedure. The first event, the patient quickly recovered after. The second event, the patient's map dropped 5 points. The impella sheath was removed and replaced. There were limited pulses available post sheath exchange with a faint pulse noted in popliteal.